Manufacturer narrative:
D11/h2: additional information was received: section d information references the main component of the system. Other relevant device(s) are: lcd staff (B)(4) 15.4in 1440 x 900. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and failed hardware tests due to the staff monitor intermittently flickering on the top 1/4 of the screen and the lower portion would be black or screen would display 'no signal'. Concomitant medical products: other relevant device(s) are: cmptr, 9735225r, rollingstone s7 refurb. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system found during planned maintenance (pm). It was reported that the staff monitor started to flicker on the top quarter and the bottom three quarters of the screen was black or would display "no signal". This occurred while trying to delete patients off the system. The software was not responsive to the mouse or keyboard and a hard reboot was performed. The clinical specialist (cs) inspected and re-seated the cables on the back of the monitor, on the video splitter and the computer. The system booted up and the issue was initially resolved and the behavior could not be replicated and the pm was completed. Further troubleshooting was done and it was reported that the screen went to "no signal". The cs bypassed the video splitter and this did not change the behavior. She reseated the connection into the computer and all connection into the video splitter and the screen issue resolved. After a reboot the monitors were operating with normal functionality. It was later noted that the issue was able to be replicated and both monitors were displaying "no signal". Technical services helped the cs walk through the video splitter bypass without resolution. The cs re-seated the video out cable and the monitor came back on. The video splitter cables were replaced and both monitors were on and working. It was noted that the intermittent issue was resolved but cable reseating. A further update was provided stating that another hard reboot was done and "no signal" appeared on the monitor. The video issue seemed to be occurring at an increased frequency with intermittent unresponsive mouse behavior. It was noted that the likely cause was due to the computer. No patient was present at the time of the event.